Event description:
To whom it may concern, I am writing to file a formal complaint about nood's the flasher 2.0. I used this product twice and ended up with an awful rash on my leg that I needed to go to the emergency room for. I followed the instructions and completed the training material prior to using the product. Using on the setting on 5 (goes up to a power setting of 7). I have been taking oral tablets applying the antiseptic cream for 3 weeks now. It has still not healed and is spreading on my leg. Pictured is week 1 and 3 of the healing process. In my opinion this product should not be FDA approved. The best solution that nood could provide was to offer me a refund and provide me with some soothing gel. On the contrary, I'm stuck with large medical bills and a rash that I am not able to cure. Who knows how long this is going to take to heal. Sincerely (B)(6).

Event description:
Additional information received from the reporter on 6/7/2023 for report #mw5118130. They claimed that their dermatologist suggested that this was not caused by their product and that it was eczema. Even though I have received confirmation by 2 medical professionals regarding this (1 that provides ipl treatment). The best solution they could provide was a refund and some soothing gel. I will not be trusting any other of their products. When looking at reviews it appears as I'm not the only one with this issue. I hope that you will understand the urgency of this matter and take action. I would hate for anyone else to have to go through what I have experienced. I have previously submitted a medwatch report regarding this matter.